Event description:
Surgeon inserted a aa4204vf single piece silicone lens. The lens tore upon insertion into the eye. The incision was enlarged to remove the lens and anothe rlens was inserted. A suture was required to close the wound.